Event description:
During a post implant follow-up, increase capture threshold and inadequate sensing were observed on the right atrial (ra) lead. Diagnostic imaging was performed and dislodgement was confirmed. The ra lead was explanted and replaced to resolve event. The patient was stable with no consequences.

Event description:
Additional information was received that the increase in capture threshold resulted in loss of capture and inadequate sensing resulted in undersensing was observed.